Event description:
It was reported that an unknown continuflo set had air in the line. An hour after infusion was started the sigma spectrum pump alarmed for air in line. Upon inspection it was identified that there was air in the line from the pump up to the IV bag. The set was removed and reprimed. There was no report of patient injury, medical intervention or adverse event associated with this event. No patient consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.